Event description:
It was reported that a patient underwent a pelvic floor repair procedure following a hysterectomy in 2008. The patient experienced urgency to pass urine, immense lower pressure, frequency, and pain. The patient also experienced urinary tract infections, lower back pain, being unable to stand for any length of time, difficulty walking and exhaustion. The patient had many appointments with the physician and physiotherapy, bladder scans and tests, and a cystoscopy. After a cystoscopy and MRI scans, it was discovered that the mesh had went into her bladder. The patient underwent a procedure on (B)(6) 2012 to remove the mesh from her bladder only. The patient was in hospital for six days and lost a liter and half of blood. She went home with a catheter for two weeks. Since the removal procedure, the patient has experienced pain, exhaustion and cannot sit for any period of time, and has difficulty on stairs. The patient was prescribed amitriptyline tablets for nerve damage to help with the pain. The patient had a MRI scan in (B)(6) 2012 of her hips and back. The patient was scheduled to see the physician on (B)(6) 2012. Additional information has been requested.

Manufacturer narrative:
The patient underwent a vaginal hysterectomy and surgical procedure on (B)(6) 2008 to treat uterine prolapse and anterior wall prolapse, stage 3 pop and posterior wall prolapse stage 2 pop and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.